Event description:
It was reported that during a laparoscopic esophagectomy procedure, the device worked for a two hour period and then error code was displayed. All trouble shooting was conducted and instrument swapped out. There was no reported patient consequences.